Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the stent dislodgement occurred. A 3.00x32 synergy drug eluting stent was selected for use to treat the lesion. However, during preparation of the catheter and before guidewire insertion, the physician noticed that the stent dislodged outside the balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.